Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: there was no pump data from the time of the event available in the pump due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of 590 mg/dl with large ketones and nausea. The pump was reviewed with the reporter. The reporter confirmed that the pump time and date were correct; the alarm history showed no alarms related to the event; the prime history appeared appropriate; the pump basal rates were reviewed and confirmed to be correct; the pump bolus history indicated that all boluses were completed appropriately. The reporter was advised that troubleshooting of the pump indicated that the pump appeared to be delivering appropriately. This event is reported with the conclusion that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.